Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise and high pacing lead impedance. The right atrial lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported events of lead noise and high lead impedance were confirmed. As received, a complete lead was returned in three pieces measuring 6.6 cm, 10.0 cm, and 47.7 cm respectively. Sem analysis verified all five filars of the inner coil were fractured at 27.8 cm from the distal tip consistent with bending fatigue.